Manufacturer narrative:
Philips service performed a reboot; no permanent fix implemented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the monitor failed to display during cold restart; resolved after reboot on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.